Event description:
It was reported that a user was feeling unwell, indicating a possible hyperglycemia episode. The user was advised to contact their healthcare provider for medical guidance. No further follow-up was possible to obtain details regarding the hyperglycemia due to lack of user response, despite multiple outreach attempts, including calls, voicemails and sms messages. Data management system review confirmed active use of the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.